Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose results, all mg/dl: 258 at 11:58 am 198 at 11:59 am 226 at 12:01 pm 144 at 12:02 pm 109 at 12:08 pm 126 at 12:09 pm no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.